Event description:
A customer reported: "my mother used medihoney product on leg wounds. Created infection, hospitalization." No additional information has been provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.